Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female patient of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2011, the humapen ergo teal/opaque pen body with a clear cartridge holder attached was reported to have dose knob that would depress, but no insulin would be dispensed. This humapen ergo, teal/opaque pen body with a clear cartridge holder attached was associated with product complaint (B)(4), lot a1491. The returned device was found to have two broken clear cartridge holder (cch) engagement tabs. The operator of the device was the patient. It was unknown if the user was trained. This device model was used for 16 years. The device was returned on (B)(4) 2011. The humapen ergo teal/opaque pen body with clear cartridge holder attached was not continued. Update (B)(4) 2011: additional information received on (B)(4) 2011 from the (B)(4) complaint database added the device specific safety summary; updated the improper use and storage to yes; update device model description in narrative from burgundy/opaque to teal/opaque; and updated the medwatch and (B)(4) fields.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary a caller reported that no insulin is released when she presses the dose knob on her humapen ergo device. The user returned the actual complaint device (batch a1491, manufactured july 2009) for investigation. The manufacturer's investigation found both clear cartridge holder tabs broken. This malfunction can result in an underdose. Malfunction confirmed. Corrective action: the core user manual informs customers not to damage or remove the cartridge holder tabs. Further, it says not to use the pen if the cartridge holder tabs are broken or if any part of the pen appears broken or damaged. Contact lilly or your healthcare professional. No further corrective actions are planned as the device manufacturing was discontinued december 2006. Improper use and storage: there is evidence of improper use. Observed on both engagement tab areas are marks consistent with the tabs being removed with a screwdriver. This misuse is relevant to the complaint and the investigation findings.